Manufacturer narrative:
It was erroneously excluded in the initial report that the patient underwent treatment with antibiotics, washout, and explantation of the device on (B)(6) 2018. Pathology reports showed occasional gram positive cocci on culture, light growth of candida (not albicans) and scant growth of staph lugdunensis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown procedure with mentor cpx 4 breast tissue expander 450cc breast prosthesis. Infection and hematoma were determined. As a result, the patient underwent removal on (B)(6) 2018.